Event description:
The manufacturer received information alleging the device failed an active exhalation verification test step during testing. There was no harm or injury reported. Service quote has been provided to the customer for onsite service to place the three-way solenoid valve and the proportional valve.